Manufacturer narrative:
It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the two communication failures were caused by shared memory errors.

Event description:
It was reported that multiple communication failures occurred during a biopsy

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4). The event delayed the surgery by more than 30 minutes which is considered as serious injury.

Event description:
It was reported that multiple communication failures occurred during a biopsy.